Manufacturer narrative:
Added initial reporter.

Event description:
It was reported that during procedure, the doctor does not feel much power, no error code appeared on laser. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during procedure, the doctor does not feel much power, no error code appeared on laser. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record for the reported laser console confirmed that the device met all material, assembly and performance specifications. Based on review of the device directions for use (dfu) and information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per laser console operation manual. The console low power output experienced during procedure was likely the cause of an electrical failure contributing to the reported event. Service repair on site by field service engineer (fse) cannot be performed. New star laser ended operations, new star laser is unable to provide bsc the repair parts needed to continue repair services for the stonelight laser system. Since no further repairs could be done on the console, the customer decided to retire this unit from service. Based on review of the information available, a conclusion code of end of life problem identified was assigned to this investigation.

Event description:
It was reported that during procedure, the doctor does not feel much power, no error code appeared on laser. The procedure was not completed due to this event. There were no clinical consequences to the patient.